Event description:
Literature: toft m, lilleeng b, ramm-pettersen j, et al. Long-term efficacy and mortality in parkinson's disease patients treated with subthalamic stimulation. Mov disord. 2011. (Wileyonlinelibrary.com). Doi: 10.1002/mds.23817. Summary: the authors report on the first 144 patients who received subthalamic nucleus deep brain stimulation (stn-dbs) surgery from (B)(6) 2001 to (B)(6) 2007 in (B)(4) study. Preoperative scores and at least 1 assessment 12 months after surgery were available for 131 patients ((B)(6)). Postoperative evaluation was then carried out annually, with the neurostimulator turned on and patients were followed until (B)(6) 2008, or death. Reportable event: a (B)(6) male patient with severe motor fluctuations and moderate cognitive decline patients died within the first six months after surgery of causes probably related to the surgical treatment. During the implantation of the electrode in the right hemisphere, the patient had a generalized seizure. The surgical procedure was interrupted and the neurostimulator was not implanted. An initial computer tomography performed directly after the procedure was normal. A second scan performed two days later identified a hemorrhagic infarction in the right frontal lobe. The patient's parkinsonian symptoms and general medical condition worsened markedly in the following weeks and he died four months after surgery.

Manufacturer narrative:
Date of death is unknown, no estimate available so the date of notification was used.